Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 1/19/2021. Additional b5 narrative: it was reported that a patient underwent a mis hepatectomy procedure on (B)(6) 2020 and the suture was used. During surgery it was observed that the needle size is not the same; it is smaller than usual. There were no adverse patient consequences reported.   Additional information was requested and the following was obtained: do you have any photos for visual analysis ? Yes. Do you mean there were mixed needles, meaning needles from a different needle product family? Size of needles is not equal for the same product code. What is the size of the needle that is not the same size as usual? Size of needles is not equal for the same product code. What is the usual size of the needle? 36mm. Procedure name and date? Mis hepatectomy, on (B)(6) 2020. Did this "needle size difference" was found while opening the package/in preparation of the procedure or during the surgery? While opening the package. Device return status/follow up? The complaint product is not available to return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint#: (B)(4). Date sent to the FDA: 1/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events submitted via reports 2210968-2020-09696. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. It was reported "the needle sizes are not same size, it is smaller than usual" please clarify: do you have any photos for visual analysis ? Do you mean there were mixed needles, meaning needles from a different needle product family? What is the size of the needle that is not the same size as usual? What is the usual size of the needle? Procedure name and date? Was the "needle size difference" found while opening the package/in preparation of the procedure or during the surgery? Device return status/follow up? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. During surgery it was observed that the needle size is not the same; it is smaller than usual. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/20/2021. Additional information: a photo was received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/29/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the needle sizes are not same size, it is smaller than usual. A picture was received for evaluation. Upon visual inspection of the picture, two-needle/suture pieces that appear to be different sizes could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.